Manufacturer narrative:
Correction: h2 codes were missing in the previous regulatory report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a loss of stimulation on the left side. The caller reported that all impedances with 1 and 5 are >40k ohms. The patient had fallen from a lawn tractor onto the ins site. The caller reported attempting to program in multiple variations, some combinations providing oor and some were working fine, but not providing left side coverage. The right side coverage was working fine. Impedances were tested and returned >40,000 ohms on contacts 1 and 5 with all combinations. The rep was going to continue to attempt to gain coverage on the left side. The caller reported that historically the affected leads were being used. The patient stated that after the fall the patient was experiencing pain at the ins site, with and without the device on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was being scheduled for a lead revision on (B)(6) 2018. The 0-7 lead had two high impedances and the representative was unable to get any programs to go around those because of the out of range impedances.